Manufacturer narrative:
The ICD is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardioverter resynchronization therapy defibrillator (crt-d) was being explanted after reaching the elective replacement indicator (eri) in a normal timeframe. When the physician removed the crt-d from the pocket, it was noted that the header was no longer connected to the device case. There were no issues that occured with bradycardia and tachycardia therapy prior to the explant. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. There was no remaining medical adhesive on the device case. X-ray inspection revealed each of the header wires were cracked, with one found to be disconnected. A review of device memory confirmed no fault or error codes. Manual electrical testing was performed and confirmed normal sensing and pacing. However, the device declared an open shocking lead condition when testing defibrillation function. This was due to the disconnected header wire. Evidence indicates that the loose header and damaged header wires were caused by external stress during the explant procedure. Evidence indicates the device was functioning normally while implanted.